Manufacturer narrative:
Physio-control evaluated the device and observed proper device operation through functional and performance testing. Further physio-control's and customer investigation determined the likely cause for the reported malfunction to be a shorted ositech usb cable that was in use with the device during the event. The device was returned to the customer for use. The customer has changed their protocols so that usb communication cables are only attached to the device during data downloads and failed cables removed from service.

Event description:
During a "code red" patient event, it was reported that three defibrillators failed to power on for use. There was no report of adverse effects to the patient due to use. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control is in the process of evaluating the device and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.